Event description:
It was reported that during a lobectomy procedure, the device stapled on one side and not on the other. This happened with back to back reloads. It is unknown if the staple line was on the patient's side or specimen side. The surgeon could not see the staple line. However, when the lung was tested, the lung functioned properly. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.